Event description:
In 2008, the lay user/patient contacted lifescan alleging that her one touch ultra2 was reading inaccurately high. During troubleshooting, the customer service representative (csr) determined that the reported meter was set up correctly, an approved sample was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the patient. The patient stated that about 2-3 weeks ago she obtained a "273 mg/dl" on her meter. Following the test, she took 5 units of humalog: the dose was based on a sliding scale. At an unspecified time later, the patient passed out, so her son contacted the emergency services (ems). When the ems arrived, the obtained "29 mg/dl" blood glucose result on the ems meter and she was treated with IV glucose. The patient was unable to specify the time difference between her meter and the ems meter readings. It is unknown what occurred after the patient took her insulin to when she passed out. Based on the provided information, this complaint is being reported because the patient allegedly passed out after taking her insulin based on her meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.